Manufacturer narrative:
(B)(4). Evaluation: results: (severely calcified and stenotic lesion), (stent deformation, failure to deliver the stent). Conclusions: (severely calcified and stenotic lesion). Device evaluation: the stent was positioned on the balloon as per specification. A number of struts on the first and second distal stent segments were raised. The distal tip was damaged. Cine image evaluation: the procedural images provided confirmed the difficult nature of the proximal lad and the target lesion. The images show the pre-dilation of the vessel and lesion prior to and after the failed attempt to deliver the endeavor sprint device.

Event description:
The physician was attempting to deliver a 3.0 mm diameter x 12 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the mid lad. The target lesion exhibited 99% stenosis and severe calcification. The lesion was pre-dilated 5 times up to 18 atm's. Resistance was encountered while trying to cross the calcified and tortuous proximal lad with the endeavor sprint stent. The stent failed to reach the target lesion and was removed. Upon removal, it was noted that a stent strut was damaged. Further pre-dilation of the lesion was performed and the target lesion was successfully treated using another endeavor sprint stent. No clinical sequelae were reported.